Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. The initial ft4 ii result on the e 602 module in question was 0.023 ng/dl. On (B)(6) 2016, the sample was repeated on a 2nd e602 module and the result was 1.24 ng/dl. On (B)(6) 2016, the sample was repeated on a 3rd e602 module and the result was 1.28 ng/dl. The 2 repeat results were believed to be correct and the result of 1.28 ng/dl was reported outside of the laboratory. On (B)(6) 2016, the initial tsh result on the e602 module in question was 0.036 uui/ml. On (B)(6) 2016, the sample was repeated on this same e602 module and the result was 3.55 uui/ml. On (B)(6) 2016, the sample was repeated on a 2nd e602 module and the result was 3.55 uui/ml. The results of 3.55 uui/ml were considered to be correct and a result of 3.55 uui/ml was reported outside of the laboratory. No adverse event occurred. The ft4 ii reagent lot number was 14086501 with an expiration date of 03/31/2017. The tsh reagent lot number was 15955703 with an expiration date of 02/28/2017. The customer performed liquid flow cleaning every 5 days. This was last performed on (B)(6) 2016. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Quality controls met specifications on the day of the event. A general reagent issue can most likely be excluded. The most likely root causes are preanalytic issues such as bubbles or foam on the sample surface. An additional possible root cause for this event may be insufficient maintenance.